Manufacturer narrative:
(B)(4). Evaluation of the returned starclose se device revealed that it was received fully clip deployed; however, the device clip was not returned. The returned state of the device indicated that the thumb advancer and clip delivery tubeset were proximally retracted after being unlocked via the access ports. The distal end of the device indicated that although the pusher body joint was intact, all four locator wings were broken; however, inspection of the broken locator wings determined that all four broken locator wings material had been returned and all four were secure at the attachment points within the vessel locator assembly. The findings, thumb advancer retraction and broken locator wings, are consistent with a device that is difficult to remove, which confirm the reported event. Broken locator wings can be caused by numerous factors including but not limited to manufacturing, materials, operator technique, or anatomy. As there was no report of anatomical issues or improper user technique, the probable cause for the damaged locator wings was likely related to operational context in which the device was used. Distal directional forces can be applied to the deployed locator wings from tissue being compacted between the clip delivery tubeset and the deployed locator wings during thumb advancer/clip delivery tubeset deployment through the tissue tract, possibly due to an insufficient nick and spread. This condition then inhibits correct locator wings retraction into the distal end of the clip delivery tubeset after clip deployment, which can bend and in some cases cause breakage of the locator wings. Moreover, due to incorrect locator wings retraction, there is a possibly that the clip will not deploy into the arteriotomy resulting in a lack of hemostasis and necessitating the use of the access ports to unlock and retract the clip delivery tubeset to remove device and the application of manual arterial compression to achieve hemostasis. It was reported the physician performed a good nick and spread prior to the procedure. It is likely the interaction of the device with the anatomy contributed to the reported difficulty encountered removing the device, which contributed to the locator wings broken. To assure that all devices function according to specification, all vessel locator assemblies are inspected during the manufacturing process to assure proper assembly and operation. Additionally, a sample of the lot is functionally tested to verify proper device operation. A review of the lot history record was performed for the lot and revealed no nonconforming material reports associated with this lot. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure through a 6f sheath, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the patient anatomy. Manual arterial compression was applied for three to five minutes to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.